Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 100 mg/dl (system 1) and 383 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.